Manufacturer narrative:
The customer replaced the 1st generation hydis display with a 2nd generation nec display to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the display was dim. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that the display was dim. It was later noted that the backlight is dead and the customer requested the part number for the display. It was also advised by the remote service engineer (rse) that the customer should replace the light crystal display (lcd). The rse then provided the customer with the part numbers for the parts in order to upgrade the 1st generation hydis display to a 2nd generation nec display. Investigation is ongoing.